Event description:
Customer reported leak in tubing. The leak occurred after the pump was set and beginning to infuse. No patient harm occurred. Although requested, no further patient/event information was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Product evaluation and customer's experience of leak in tubing was confirmed. The leak was observed to be at the engagement of the tubing to upper fitment. The cause of the leak was identified as insufficient bonding solvent applied during the manufacturing process. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot number.